Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Per court document received, patient underwent a right shoulder surgery in 2001 and a painpump was placed in the shoulder joint for post-operative pain relief. The patient now alleges loss of cartilage and chondrolysis and has undergone or will require additional surgery including a complete shoulder replacement.